Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. System was reportedly explanted 3-4 years ago.

Event description:
It was reported that the patient was experiencing discomfort at the ipg pocket site. As a result, the patient's system was explanted on an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.